Event description:
The following information was reported to gore: on ((B)(6) 2025, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis, gore® excluder® conformable aaa endoprosthesis and gore® dryseal flex introducer sheath (dsf sheath). The patient had chronic total occlusion, so to prevent thrombus embolization by the guidewire, a 16 fr dsf sheath was used. There were no problems found during placement of the devices. All the planned devices were successfully implanted. An angiography for the access vessels found dissection of the left external iliac artery (eia). A bare-metal stent was additionally implanted on the dissected site. The patient tolerated the procedure. The reporting physician commented as follows: the left eia was narrow (diameter 3.8 to 5.9 mm) and the dsf sheath was forcibly advanced, resulting in the dissection on the eia.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: investigation findings and conclusions were updated to c19 and d1101, respectively, to reflect results of investigation. H6: code d1101: IFU statements the dryseal sheath device instructions for use (IFU) were reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified in relation to the complaint. Warnings on applicable subjects (patients) 1. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) in accordance with the observation in CT image or angiography obtained by pre-operation / operation or visual observation obtained by operation is required to ensure successful use of gore® dryseal flex introducer sheath (flex). [If vessel size is smaller than the introducer sheath outer diameter (table 1) or if vessel is not adequate for access, major bleeding, vessel damage, or embolism, may result.] Instructions for operation or use [sheath preparation] 2. Verify the vessel is of adequate diameter and tortuosity to accommodate the device.